Manufacturer narrative:
On (B)(6) 2019, the patient¿s healthcare provider contacted mentor and stated that the patient¿s saline breast prostheses did not deflate after all. Device code 1546 ¿material rupture¿ is no longer applicable to this event. On (B)(6) 2019, mentor received additional information about the event. During the scheduled explantation surgery, the surgeon went to remove the implants when he noticed they were not deflated. The surgeon left the implants in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350 cc saline breast prosthesis (right device) and a mentor smooth round moderate plus profile 325 cc saline breast prosthesis (left device) that both deflated after implantation. Bilateral deflation was confirmed by a doctor. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.